Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after left ventricular assist device (lvad) implant the patient experienced an anterior right frontal lobe stroke. The patient was discharged home on (B)(6) 2021. On the night of (B)(6) 2021, the lvad line was called to report that the patient was unresponsive, not breathing, and the lvad flow was 0.6. Cardiopulmonary resuscitation (CPR) was started, return of spontaneous circulation (rosc) was obtained after about 50 minutes. A chest tube was placed for tension pneumothorax, vad flows then improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported cardiac arrest, ischemic stroke, and anoxic brain injury could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms were confirmed via the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021. The log file captured persistent low flow alarms with some elevated pulsatility index (pi) values. No other notable findings were identified. The pump appeared to operate as intended at the set speed. The patient ultimately expired on (B)(6) 2021. The account reported that the device functioned as expected. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 contains information regarding the recommended anticoagulation therapy and inr range. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient had suffered an ischemic stroke on (B)(6) 2021. This was confirmed via computed tomography (CT) scan. No treatment was administered. No changes to the patient's anticoagulation status that may have contributed to the stroke were known to have occurred. The cause of the patient's cardiac arrest and low flow alarms were unknown. The patient expired on (B)(6) 2021 secondary to the cardiac arrest, stroke, and anoxic brain injury they had been experiencing. The device reportedly operated as expected.